Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (mother) reported a high reading issue with the adc device. The customer obtained a sensor reading of 136 mg/dl compared to capillary result of 32 mg/dl obtained on competitor brand meter. Due to this, the customer required unspecified medical treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.